Event description:
Informaiton received indicates the device was explanted due to a tied stenosis of the pulmonary bifurcation (i.e., narrowing of the product's lumen). Pannus was also noted during retrieval. The unit was replaced with no additional consequence reported for the pt.